Manufacturer narrative:
The subject devices were sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the patient was implanted with the edis df4 defibrillator and associated leads on (B)(6) 2022. During a mid-june cardiology visit, the physician noted an infection in the pocket and all devices were explanted on (B)(6). On (B)(6) a new ICD and its leads were implanted.